Event description:
A report received from the USA, stating the device will not secure the cutter. The device was not being used in surgery. It is known if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).